Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. As a result, the grip tip was dislodged. A broken piece approximately 3.35mm x 9.55mm in size was missing and not returned with the instrument. The complaint regarding the broken device was confirmed by failure analysis blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during da vinci-assisted surgical procedure, tip of fenestrated bipolar forceps was found to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage that occurred did not occur while arm was in use in the patient. No fragments were reported to have fallen into patient as it did not happen in surgical site. The patient has not returned to the hospital due to any complications.